Event description:
It was reported that "inaccurate value was observed during use." The specific details regarding the values were unable to be obtained. The initial reporter was unable to provide any additional details - although efforts were made to determine the identity of the user, the information was unable to be obtained and the "user" of the device at the time of the reported event could not be established.

Manufacturer narrative:
The dpt did not zero or sense pressure on a pressure monitor. Electrical testing showed both that input and output impedance were unstable. Leakage was observed from the fluid path to the circuit board side of the dpt housing during leak test. Solder joints were corroded with what appeared to be salt-like material. Bond separation was also noticed between the circuit board and the ge sensor housing. Leakage was indicated from the gap between the circuit board and ge sensor housing. It was most likely that solution/liquid leaked from the fluid path to the circuit board due to the bond separation and created a short condition. Lot number was not provided; therefore review of the manufacturing records could not be completed. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.